Event description:
It was reported that the patient experienced lack of therapeutic effect since new pump and the catheter implant, as well as numbness in the foot. The patient reported relief during trial. The patient also reported having "settings" changed multiple times. The pump contained morphine. The patient's status is described as "fair"; the patient had concerns about interactions with other medications. No other information was provided at the time of this report; further follow-up is not possible.